Event description:
Dentist's office called and reported they received a call from a pt who complained of swollen lips and a tingling feeling on her tongue. The pt whitened for approx 1 week, then developed swelling. She stopped for a few days without consulting her dentist. The swelling subsided then she whitened again and the reaction reoccurred after 1 night. She then contacted her dentist. Instructed dental office to advise pt to stop whitening and any future whitening after the symptoms subside to be done without the desensitizer.

Manufacturer narrative:
Likely allergic reaction to the hema desensitizer.